Event description:
Re: roche diagnostics coaguchek test strip recall due to potential erroneous test results. Roche told me that only 1 in 1000 strips tested bad. The strips were recalled and the FDA is currently investigating, fyi, I have checked my -recalled- strips against two recent lab tests -reported below- and both times the results were too low. This leads me to question if the problem is more widespread then roche reported, and for how long it was going on before the test strips were recalled. I have been self testing for almost 10 years. The results have always been nearly identical with the lab, whenever I have had the machine calibrated. I am concerned because the prior batch of test strips also had the same catalog number, which was the basis for the recall. Since adverse consequences involving internal bleeding or stroke can occur if test results are incorrect, because the md adjusts the medication accordingly, I hope the FDA investigates this fully. The convenience and cost savings of using a home testing product are considerable, but it is essential for home testers to know that this is a reliable product, and without a lag time in hearing about it, if it isn't.